Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion set self-adhesive doesn't stick after one day. Pt reported receiving an elevated blood glucose level of 479 mg/dl. Verified the infusion set was leaky. Pt reported changing the infusion set every 2 days. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.